Event description:
It was reported the patient was "getting sharp pains shooting up into my back, it¿s coming from around the stimulator, it feels like the tip is pressed up against my spine." The patient stated this had been happening since (B)(6) 2015. The patient also said "last night it was real bad." The patient was redirected to a health care provider (hcp). Additional information received reported the patient received assistance from their healthcare provider (hcp) or manufacturer representative (rep) and their concerns were resolved. There was an appointment date noted for (B)(6) 2015. The patient was still having concerns regarding their device or therapy but was working with their hcp or rep. It was noted there was surgery on june 1 and follow-up dates on (B)(6).

Event description:
Additional information received reported that the physician was unaware of the complaint and the patient had recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).